Event description:
The day after the event, the distributor's rep informed the MFR's rep via a faxed copy of the following: surgeon implanted device catheter but could not flush. Fluid leaked out at juncture to device. Could aspirate but with difficulty. Had to cut device catheter. Implanted another device.